Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was 450 mg/dl at the time of the incident. It was unknown the symptoms related to high blood glucose. It was unknown using insulin pump system within 48 hours of reported high blood glucose event. It was unknown the auto mode feature was active or not at time of high blood glucose event. Customer stated that they received infusion flow block alarm. The customer was assisted with troubleshooting for infusion flow block alarm. Customer stated that they had tried all remedies for insulin no delivery alarm. The device will not be returned for analysis.